Manufacturer narrative:
The unit was received with motor error alarm during occlusion test due to faulty fsr (gold). The motor passed the motor test. The unit had minor scratches on the lcd window and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The company representative reported that the insulin pump alarmed motor error. The blood glucose reading was 6.8 mmol/l.